Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a stent graft placement procedure. Prior to the procedure, it was noted that the tip of the fluency covered stent catheter was loose, although it was not completely disconnected. The procedure was successfully completed using another device. There was no contact with the patient.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation. The device show indication that the device may have been used in the operating room. The safety clip was attached and the stent was in system and in place. No damage or any condition was discovered that would indicate that the product might not be able to be used. A loose tip of the delivery system catheter, as described by the customer, was not found. During evaluation of the sample returned, the stent graft could be deployed without problems. It was reported that neither the device packaging nor the outer box were damaged prior to this realization. During evaluation of the complaint sample returned no damage or any condition was discovered that would indicate that the product might not be able to be used. No indication for a manufacturing related issue were found. Based on available information and the condition of the sample returned, the investigation of the alleged device issue is closed with inconclusive result. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found addressed. The instruction for use states: examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed. G3, h6 (result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a stent graft placement procedure. Prior to the procedure, it was noted that the tip of the fluency covered stent catheter was loose, although it was not completely disconnected. The procedure was successfully completed using another device. There was no patient contact.